Manufacturer narrative:
Add'l info (including x-rays and medical records) was requested. If add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "the pt fell in (B)(6) fracturing her acetabulum. She then fell again a week ago and presented with a cup out of position. The surgeons removed the cup, implanted a smith & nephew cage with a trident psl cup and a mdm liner. The stem was well fixed."